Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dental needle. The customer states the needles are defective because the metal parts separate from the tips, and fall to the ground.

Manufacturer narrative:
An investigation of the reported condition was performed. The review of device history record (DHR) indicates that no issues were found for the reported lot. The review of maintenance and calibration records, machine set up, process monitoring data detected no issues. All scheduled maintenance and calibration activities were completed on time. There were no process or material changes that have occurred for the reported condition. The current state of the machine was found to be operating normally. The exact root cause of the reported condition could not be determined without an actual sample. With the little evidence available, the most probable root cause could not be determined as well. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspection is performed for correct assembly and pull tested for cannula to hub security. The lot released met all defined acceptance requirements. No corrective and preventive actions are deemed necessary now. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified about incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.